Manufacturer narrative:
The initial reporter noted that the event occurred in "mid-(B)(6) 2017". The exact date is unknown. Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun, as the device is currently in transit to the investigation site.

Event description:
It was reported that the slip joint of a portex® clear pvc, oral/nasal, soft seal® cuff 8.0mm tracheal tube gradually came off from the patient. The device was connected with a respiratory circuit. The problem continued after the device was inserted into the patient again. The patient's condition did not allow for the tracheostomy tube to be changed, so the slip joint was replaced. No patient injury was reported.

Manufacturer narrative:
One used device without its original packaging was returned for evaluation. Visual inspection of the device found that the tube was cut in half and had a mark where the connector was preassembled. A review of the testing and inspection documents was performed and deemed adequate and correct. A review of the manufacturing process was performed on a similar part and found no discrepancies. Based on the evidence, a root cause was unable to be determined.